Event description:
Customer ran a blood test on her contour system and rec'd a result of 388mg/dl. She then ran a blood test on a different meter and rec'd a result of 180mg/dl. The difference between results falls in the "c" zone of the consensus error grid, which is considered clinically significant. No adverse events alleged. Customer ended the call before the csr could obtain further info. No product is being replaced and no product expected to be returned for eval.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determined the manufacture date or 510k number w/o the meter info.